Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received an automatic complaint on the digitaldiagnost 4.1 high performance indicating that ¿remote alert: dxr.det.det.heavyshock_alert v2.9¿. No harm was reported. The remote service engineer (rse) took the call via remote service and asking about the detector status. Rse inspected the log files and found heavy shocks observed. The customer had inspected the detector and performed gain & pixel calibration, and it's passed. Investigation revealed that the customer had dropped the detector, but it was still working properly (see attached gfe response). System is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was the detector drop. The reported problem was confirmed. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error).

Event description:
The remote service engineer (rse) took the call via remote service and asking about the detector status. Rse inspected the log files and found heavy shocks observed. The customer had inspected the detector and performed gain & pixel calibration, and it's passed. Investigation revealed that the customer had dropped the detector, but it was still working properly. No injury reported.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number. (B)(4): 1. Contact office: changed from "john maga" to "dusty leppert" 2. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional".